Manufacturer narrative:
Based on the information learned through the evaluation of this complaint the following have been determined: cervical examination brushes being used by the doctor's office were leading to patient bleeding during the exam which prompted a complaint. The brushes being used by the doctor's office are the bd combi brushes which are designed differently from the regular brushes to provide more (further) access into the cervical canal, are more invasive, and may cause more bleeding during examination than the regular brushes. Although the doctor's office ordered the regular brushes, quest shipped the wrong brushes, the combi brushes, to the doctor's office. The doctor's office proceeded to use the combi brushes even though they realized the packaging and design of the brush was different than brushes previously used. The sales representative has followed up with the doctor's office, notifying them not to substitute using the combi brushes for the regular brushes. Instead, the customer should contact the sales representative who will provide emergency supply, when needed.

Event description:
A complaint was filed because a physician reported that during cervical examination the cervical brushes being used were leading to patient bleeding during the exam.